Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental report will be submitted when the product evaluation is complete.

Manufacturer narrative:
One single dpt kit was returned for evaluation in a sealed original package. As received, the package was intact. No visible damage was observed on the tyvek or clear plastic part of the packaging. The seal around the package was also intact. The seal (heat transfer) appeared complete. There was no evidence of a manufacturing nonconformance. The visual examination was performed under 10x magnification. The complaint was not confirmed. The package was intact and there was no sterility breach. No actions will be taken at this time.

Event description:
It was reported that the packaging "is allowing air to come out". The reporter stated that no damage or hole was visible and that the seal appeared intact. No patient injury was reported.